Event description:
The caller, a homecare nurse ,called in to report that the product developed a leak in the cuff. The caller reported that the trach was installed on (B)(6) /2014. The caller reported that the cuff was pre tested. The caller reported that the issue was found because the patient had extra secretions. It was reported that there was an attempt to reinflate the cuff but it would not hold air. The tube was replaced without further incident.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.